Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cup impactor is damaged.

Manufacturer narrative:
Examination of the returned instrument confirmed damage. Visual analysis found small cracks in the handle, deep impaction marks on the proximal portion of the handle, and a large gouge on the metal piece on the end of the handle. The root cause is attributed to misuse and wear out. The date code ag0706 indicates the instrument was manufactured in july of 2006 and is over (B)(6) years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.